Event description:
It was reported that during a colon reconstruction procedure, the jaw of the device can close correctly, but it cannot be reopened. They had to open it with their hands. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # l9287l. Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? No the device finished cutting and coagulating and then did not open. If yes, how was the device removed? (I.e. Cut off, forced opened) it was force to open. If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Did the surgeon continue to use this device or was another device used to finish the procedure? He continued without an energy device. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.